Manufacturer narrative:
The allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. A review of the device history record (DHR) was performed and it identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation, which has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual and there was no indication in the complaint that the product was not used in accordance to labeling. The unintended use error cause or contributed to event code was selected because the damage was confirmed to be induced while performing a procedure.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it getting damaged while the patient was undergoing a procedure. At this time the patient will continue to be monitored and no other procedure has been scheduled at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it getting damaged while the patient was undergoing a procedure. At this time the patient will continue to be monitored and no other procedure has been scheduled at this time. No additional adverse patient effects were reported.